Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room on (B)(6) 2020 due to hyperglycemia with a blood glucose level of 670 mg/dl. The current blood glucose reading was 243 mg/dl. The customer was treated with intravenous insulin. The customer experienced symptoms such as nausea. Customer did allege the insulin pump was under-delivering. The auto mode was not active at the time of the incident. Customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. The insulin pump will not be returned for analysis.